Manufacturer narrative:
Approximate age of device ¿ 2 years. The device is not available for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had known pump thrombus and decided to be placed in hospice care instead of receiving a pump exchange. The patient expired on (B)(6) 2016 and it was reported that the death was expected. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information: a correlation between the report of pump thrombus and the device could not be conclusively determined as the device was not returned for evaluation. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the clinical representative on 06/14/2016 stating that according to the hospital personnel, the patient presented with hematuria, elevated lactate dehydrogenase level above 2000 u/l. The patient's inr target was 2 to 3. It was also stated that the patient had no contributing coagulopathies and due to patient frailty, the decision was made to put the patient on hospice and not exchange the pump. No further studies were performed and no log files are available